Event description:
It was reported that the patient fell down 2 stairs and broke her knee a couple of days before the call day. Since then, the patient felt her symptoms partially returned and an uncomfortable stim sensation on the right side of her 'crotch.' Turned program 3 from 4.v to 3.8v. Additional information was reported that the patient 'was up going all night' on program 3. The patient used to feel the stim centrally and now she was feeling it on the right - at the end of the call the patient said she might have only felt it on the right and thought it might have preceded her knee injury. The patient tried program 2, 1, and 4, all with feeling stim on the right. The patient left it on the program 4 at .7v.

Manufacturer narrative:
Product ID 3093-33, lot# v806788, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was the fall. It was stated that the impedances were checked and the patient was reprogrammed. No surgical intervention was necessary. It was also stated that the patient had 'good results thus far.'